Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working wall outlets, tandem charging cable and adapter, and alternate adapters and cables, which led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump.